Event description:
Additional information received indicated that episodes of loss of capture were observed in addition to the noise resulting oversensing.

Manufacturer narrative:
The reported events of insulation damage, oversensing, and loss of capture were confirmed. As received, a complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil caused by friction to the device can proximal from the suture tie impression. The cause of the reported events was due to the exposure of the outer coil in the abrasion zone.

Event description:
It was reported that, during an in-clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The suspected cause of the noise was rv lead insulation damage, which was visually confirmed upon explant. The suspected cause of the insulation damage was overtightening of the suture sleeve during implant. The rv lead was explanted and replaced to resolve the event. The patient was stable.